Event description:
Anvil was attached to dlu and "close" was pressed. Dlu got close to firing range and stopped. Two attempts to close device were unsuccessful. Surgeon hit "open" and got an "error 10" on pc. Manual release failed to open dlu. Surgeon had to cut dlu out of the tissue, and completed procedure with a competitive device. The enterotomy had to be closed after the dlu was cut out of tissue.